Manufacturer narrative:
Samples have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported knives were noted as blunt and bent. Additional information was received from a company representative indicating the facility reported that while attempting to make an incision in the cornea, the knives sometimes break off. Because the knives had been recognized as blunt, they were not used to make the incision. There was no patient harm reported.